Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bolus settings were inaccurate. It was also reported customer experienced a blood glucose level of 224 (mg/dl) and delivered a correction bolus. Reportedly, customer thought a large dinner possibly contributed to their elevated bg levels. System check with tandem technical support indicated the pump correction factor was inaccurate. Customer was guided through how to correct their settings.